Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while the cartridge was being filled, insulin leaked out of the bottom. Reportedly, this occurred with multiple cartridges. The user loaded a new cartridge successfully and reported a blood glucose level of 130 mg/dl.